Event description:
The facility reported a broken door found during biomed testing. No additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.